Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high rv defibrillation impedance alerts. The alert threshold was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.